Event description:
It was reported that on (B)(6) 2026, the patient¿s blood glucose levels increased to the range of 200-400 mg/dl after more than 48 hours of pod wear on the arm. The patient began feeling unwell and developed symptoms including nausea, pain, fatigue, irritated skin, headaches, high blood pressure, and elevated heart rate. The patient sought medical attention at the emergency room and underwent multiple tests, including covid-19, flu, and respiratory syncytial virus (rsv), and was subsequently diagnosed with cellulitis. No specific medical treatment was reported during the emergency room visit. The patient returned home the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.